Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device over infused. The fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
Corrected data: d4 UDI number. D9: date returned to mfg 5/6/2024. One device was returned for evaluation. Visual inspection revealed scratches on the lens. There was no evidence to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be the expulsor. The expulsor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.